Event description:
Medtronic received information regarding a pipeline flex with shield stent that was kinked and failed to open in the middle segment. The patient with multiple aneurysms was undergoing a procedure for flow diverter treatment in the c6-c7 segments. The max aneurysm diameter was 3mm with a neck diameter of 2mm. The distal landing zone was 4mm; the proximal landing zone was 4.9mm. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). After the microcatheter was in place, pipeline deployment was initiated. The tip of the pipeline stent was opened but as deployment continued, a kink appeared in middle segment of the pipeline stent. The device was retracted and redeployed and push/pull was tried, but the stent could not be opened so it was removed from the patient and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline was placed on a straight section when it failed to open. There were no issues that resulted in the damage (kink) that was observed. The cause of the pipeline kink and failure to open was not determined.

Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: n/a ¿ as found condition: the pipeline flex shield embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at middle section as the middle section was found to be opened and no damage. In addition, the pipeline flex shield braid ends were found to be fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.